Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulty and a stent positioning issue occurred. The target lesion was located in the moderately tortuous and moderately calcified mid-left circumflex (lcx) artery. A 3.00x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, after crossing 60% of the lesion area, the device failed to cross further. While pulling back the stent, the physician felt resistance and feared that the stent might have got stuck in the calcified area, and might dislodged from the stent delivery system. Therefore, the physician implanted the stent where it was covering the 60% of the lesion area and did plain old balloon angioplasty (poba) for the rest of the lesion. No patient complications were reported and the patient was stable and doing well.